Manufacturer narrative:
A complete manufacturing review could not be conducted, as the lot number was not reported for this device. Conclusion: the device segment was returned for evaluation, inserted in a 6f merit introducer sheath. A visual inspection found the device to be stuck inside the introducer sheath, with bunching noted to the distal end of the balloon material. The distal tip of the sheath was noted to be rolled back itself and flared. Therefore, the investigation is confirmed for the reported sheath-related retraction issues. The definitive root cause for the identified retraction issue could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly got stuck in the 6fr sheath upon removal from the patient. The balloon and sheath were removed as a single unit and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly got stuck in the 6fr sheath upon removal from the patient. The balloon and sheath were removed as a single unit and no further treatment was provided. There was no reported patient injury